Event description:
It was reported to boston scientific corporation in 2008, that an endostat iii electrosurgical unit device was intended for use in the previous day. According to the complainant, during prep, the generator would not cauterize with forceps. A boston scientific rep verified that the system did not work. The physician completed the procedure using another endostat unit. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "fine."

Manufacturer narrative:
The device manufacture date is unk. The device has not been returned. Therefore, the cause for the reported event is undetermined. The july 2008 15-month hemostasis generator and accessories product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.